Manufacturer narrative:
The unit was tested per quality control (qc) procedures by a kci field service associate on (B)(6) 2010, prior to placement with the pt. The unit passed the qc checks and met specs. The unit remained with the customer until the therapy discharge date of (B)(6) 2010. Device labeling, available in print and online, states contraindications: protect vital structures with abthera visceral protective layer at all times during therapy. Never place exposed foam material directly in contact with exposed bowel, organs, blood vessels or nerves.

Event description:
On (B)(6) 2011, the doctor alleged that the abthera caused a fistula due to the blue foam touching the bowel. No further info is available.